Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("I am 11 days post op/ I cleared the surgical had by day 6") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and flatulence ("still dealing with intestinal gas"). At the time of the report, the surgery and flatulence outcome was unknown. The reporter provided no causality assessment for flatulence and surgery with essure (ess205). ¿concerning the injuries reported in this case, the following one/ ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Most recent follow-up information incorporated above includes: on 22-nov-2017: event: severe and permanent injuries was updated top "still dealing with intestinal gas"; "I am 11 days post op/I cleared the surgical had by day 6". Follow-up received on 29-nov-2017: pfs received and medical record¿s received. Patient¿s medical history (1 pregnancy, 1 parity, knee pain, leep procedure and vaginal delivery) added. Essure was inserted on (B)(6) 2010. Right and left tubal ostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. Lot numbers were provided (e0684-02 rd0025204; e0753 rd0022403). Pregnancy test was done prior procedure and was negative. Hsg was sone on (B)(6) 2001 and bilateral occlusion was confirmed. After placement, she had severe and persistent pelvic pain, pcos (hormonal imbalances), allergic reactions, autoimmune issues, thinning hair, brittle nails, unwanted hair growth, fibromyalgia, chemical sensitivities, drug and cigarette allergies or sensitivities, destruction of my normal happy and active life, porphyria diagnosed, hashimoto's thyroiditis, gluten intolerance, celiac disease, severe and uti's, recurring painful ovarian cysts. In (B)(6) 2007 she discovered that she was pregnant; miscarriage occurred. On (B)(6) 2015 total hysterectomy removing uterus, cervix, both fallopian tubes and right ovary was performed. After surgery, she recovered from abdominal and pelvic pain, menorrhagia and allergy from nickel. She had another 2 pregnancies with miscarriages (cases (B)(4)) concerning the injuries reported in this case, the following one/ ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Case upgraded to incident. Most recent follow-up information incorporated above includes: on 27-nov-2017: new event added - mine gets that big if not bigger. That looks painful. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), surgery ("I am 11 days post op/I cleared the surgical had by day 6"), autoimmune disorder ("autoimmune issues"), porphyria ("porphyria diagnosed"), autoimmune thyroiditis ("hashimoto's thyroiditis"), coeliac disease ("celiac disease"), pregnancy with contraceptive device ("fisrt pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient (gravida 2, para 1) who had essure (ess205) (batch no. E0684-02; rd0025204 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since 9-mar-2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In november 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgery (seriousness criterion medically significant), flatulence ("still dealing with intestinal gas"), polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal, hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder (seriousness criterion medically significant), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), porphyria (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), the first episode of arthralgia ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), the second episode of arthralgia ("knee pain"), abortion spontaneous (seriousness criterion medically significant), adverse event ("mine gets that big if not bigger.that looks painful"), carpal tunnel syndrome ("carpal tunnel syndrome"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with cilest (ortho cyclen), ibuprofen (advil) and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, migraine, back pain, neck pain, the last episode of arthralgia, pregnancy with contraceptive device, abortion spontaneous, adverse event, carpal tunnel syndrome, depression and anxiety outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, carpal tunnel syndrome, coeliac disease, depression, fibromyalgia, general physical health deterioration, hair growth abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, neck pain, onychoclasis, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages (cases (B)(4) and (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: bilateral follicular ovarian cysts hysterosalpingogram - on (B)(6) 2001: bilateral tubal occlusion pregnancy test - in november 2007: positive; in 2000: negative x-ray - on (B)(6) 2003: device location in right tube appears-satisfactory ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger.that looks painful. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: carpal tunnel syndrome, depression, and anxiety added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), surgery ("I am 11 days post op/I cleared the surgical had by day 6"), autoimmune disorder ("autoimmune issues"), porphyria ("porphyria diagnosed"), autoimmune thyroiditis ("hashimoto's thyroiditis"), coeliac disease ("celiac disease"), pregnancy with contraceptive device ("fisrt pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient (gravida 2, para 1) who had essure (ess205) (batch no. E0684-02; rd0025204 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since (B)(6) 2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgery (seriousness criterion medically significant), flatulence ("still dealing with intestinal gas"), polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal, hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder (seriousness criterion medically significant), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), porphyria (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), the first episode of arthralgia ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), the second episode of arthralgia ("knee pain"), abortion spontaneous (seriousness criterion medically significant), adverse event ("mine gets that big if not bigger.that looks painful"), carpal tunnel syndrome ("carpal tunnel syndrome"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with cilest (ortho cyclen), ibuprofen (advil) and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, migraine, back pain, neck pain, the last episode of arthralgia, pregnancy with contraceptive device, abortion spontaneous, adverse event, carpal tunnel syndrome, depression and anxiety outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, carpal tunnel syndrome, coeliac disease, depression, fibromyalgia, general physical health deterioration, hair growth abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, neck pain, onychoclasis, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages (cases (B)(4) and (B)(4)) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: bilateral follicular ovarian cysts hysterosalpingogram - on (B)(6) 2001: bilateral tubal occlusion pregnancy test - in (B)(6) 2007: positive; in 2000: negative x-ray - on (B)(6) 2003: device location in right tube appears-satisfactory ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger.that looks painful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ severe stabbing pelvic pain at point of right coil/ovary'), surgery ('I am 11 days post op/I cleared the surgical had by day 6'), autoimmune disorder ('autoimmune issues'), porphyria ('porphyria diagnosed'), autoimmune thyroiditis ('hashimoto's thyroiditis'), coeliac disease ('celiac disease') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. E0684-02,rd0025204-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since (B)(6) 2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("fisrt pregnancy"). In 2008, the patient experienced porphyria (seriousness criterion medically significant). In 2011, the patient experienced polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("still dealing with intestinal gas"), hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder (seriousness criterion medically significant), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection, chronic uti"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), painful hips ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), knee pain ("knee pain"), abortion spontaneous (seriousness criterion medically significant), adverse event ("mine gets that big if not bigger. That looks painful"), carpal tunnel syndrome ("carpal tunnel syndrome"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), fatigue ("chronic fatigue"), dyspareunia ("pain with sex"), adenomyosis ("possible adenomyosis"), milk allergy ("dairy sensitives"), food allergy ("egg sensitives"), dysgeusia ("metal taste and burning stuck in my mouth"), ear pruritus ("inner ear annoying itching"), headache ("headaches"), nausea ("nausea") and vertigo ("vertigo") and underwent surgery (seriousness criterion medically significant). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), ibuprofen and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, painful hips, migraine, back pain, neck pain, knee pain, pregnancy with contraceptive device, abortion spontaneous, adverse event, carpal tunnel syndrome, depression, anxiety, irritable bowel syndrome, fatigue, adenomyosis, milk allergy, food allergy, dysgeusia, ear pruritus, headache, nausea and vertigo outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, carpal tunnel syndrome, coeliac disease, depression, dysgeusia, dyspareunia, ear pruritus, fatigue, fibromyalgia, food allergy, general physical health deterioration, hair growth abnormal, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, mental disorder, migraine, milk allergy, nausea, neck pain, onychoclasis, painful hips, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection, vertigo and knee pain to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages (cases (B)(4)) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: results: bilateral follicular ovarian cysts. Hysterosalpingogram - on (B)(6) 2001: results: bilateral tubal occlusion. Pregnancy test - in 2000: results: negative; in (B)(6) 2007: results: positive. X-ray - on (B)(6) 2003: results: device location in right tube appears-satisfactory. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger. That looks painful. Lots number e0684-02 ; rd0025204; rd0022403; e0753 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event vertigo added. Fu 15 and 16 were processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("I am 11 days post op/I cleared the surgical had by day 6") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and flatulence ("still dealing with intestinal gas"). At the time of the report, the surgery and flatulence outcome was unknown. The reporter provided no causality assessment for flatulence and surgery with essure (ess205). ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event: severe and permanent injuries was updated top "still dealing with intestinal gas"; "I am 11 days post op/I cleared the surgical had by day 6". Follow-up received on 29-nov-2017 pfs received and medical record¿s received. Patient¿s medical history (1 pregnancy, 1 parity, knee pain, leep procedure and vaginal delivery) added. Essure was inserted on (B)(6) 2010. Right and left tubal ostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. Lot numbers were provided (e0684-02 rd0025204; e0753 rd0022403). Pregnancy test was done prior procedure and was negative. Hsg was sone on (B)(6) 2001 and bilateral occlusion was confirmed. After placement, she had severe and persistent pelvic pain, pcos (hormonal imbalances),allergic reactions, autoimmune issues, thinning hair, brittle nails, unwanted hair growth, fibromyalgia, chemical sensitivities, drug and cigarette allergies or sensitivities, destruction of my normal happy and active life, porphyria diagnosed, hashimoto's thyroiditis, gluten intolerance, celiac disease, severe and uti's, recurring painful ovarian cysts. In (B)(6) 2007 she discovered that she was pregnant; miscarriage occurred. On (B)(6) 2015 total hysterectomy removing uterus, cervix, both fallopian tubes and right ovary was performed. After surgery, she recovered from abdominal and pelvic pain, menorrhagia and allergy from nickel. She had another 2 pregnancies with miscarriages (cases (B)(6) concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Case upgraded to incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ severe stabbing pelvic pain at point of right coil/ovary'), surgery ('I am 11 days post op/I cleared the surgical had by day 6'), autoimmune disorder ('autoimmune issues'), porphyria ('porphyria diagnosed'), autoimmune thyroiditis ('hashimoto's thyroiditis'), coeliac disease ('celiac disease') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. E0684-02,rd0025204-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since (B)(6) 2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("first pregnancy"). In 2008, the patient experienced porphyria (seriousness criterion medically significant). In 2011, the patient experienced polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("still dealing with intestinal gas"), hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder (seriousness criterion medically significant), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection, chronic uti"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), painful hips ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), knee pain ("knee pain"), abortion spontaneous (seriousness criterion medically significant), adverse event ("mine gets that big if not bigger. That looks painful"), carpal tunnel syndrome ("carpal tunnel syndrome"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), fatigue ("chronic fatigue"), dyspareunia ("pain with sex"), adenomyosis ("possible adenomyosis"), milk allergy ("dairy sensitives"), food allergy ("egg sensitives"), dysgeusia ("metal taste and burning stuck in my mouth"), ear pruritus ("inner ear annoying itching"), headache ("headaches") and nausea ("nausea") and underwent surgery (seriousness criterion medically significant). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), ibuprofen and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, painful hips, migraine, back pain, neck pain, knee pain, pregnancy with contraceptive device, abortion spontaneous, adverse event, carpal tunnel syndrome, depression, anxiety, irritable bowel syndrome, fatigue, adenomyosis, milk allergy, food allergy, dysgeusia, ear pruritus, headache and nausea outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, carpal tunnel syndrome, coeliac disease, depression, dysgeusia, dyspareunia, ear pruritus, fatigue, fibromyalgia, food allergy, general physical health deterioration, hair growth abnormal, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, mental disorder, migraine, milk allergy, nausea, neck pain, onychoclasis, painful hips, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection and knee pain to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages (cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: results: bilateral follicular ovarian cysts. Hysterosalpingogram - on (B)(6) 2001: results: bilateral tubal occlusion. Pregnancy test - in 2000: results: negative; in (B)(6) 2007: results: positive. X-ray - on (B)(6) 2003: results: device location in right tube appears-satisfactory. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger. That looks painful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received. Reporter added. Added events - irritable bowel syndrome, chronic fatigue, pain with sex, possible adenomyosis, egg and dairy sensitives, metal taste and burning stuck in my mouth, inner ear annoying itching, headaches, almost constant nausea. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), surgery ("I am 11 days post op/I cleared the surgical had by day 6"), porphyria ("porphyria diagnosed"), autoimmune thyroiditis ("hashimoto's thyroiditis"), coeliac disease ("celiac disease"), pregnancy with contraceptive device ("first pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient (gravida 2, para 1) who had essure (ess205) (batch no. E0684-02; (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since (B)(6) 2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgery (seriousness criterion medically significant), flatulence ("still dealing with intestinal gas"), polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal, hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder ("autoimmune issues"), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), porphyria (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), the first episode of arthralgia ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), the second episode of arthralgia ("knee pain"), abortion spontaneous (seriousness criterion medically significant) and adverse event ("mine gets that big if not bigger. That looks painful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with cilest (ortho cyclen), ibuprofen (advil) and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, migraine, back pain, neck pain, the last episode of arthralgia, pregnancy with contraceptive device, abortion spontaneous and adverse event outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, autoimmune disorder, autoimmune thyroiditis, back pain, coeliac disease, fibromyalgia, general physical health deterioration, hair growth abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, neck pain, onychoclasis, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: bilateral follicular ovarian cysts. Hysterosalpingogram - on (B)(6) 2001: bilateral tubal occlusion. Pregnancy test - in (B)(6) 2007: positive; in 2000: negative. X-ray - on (B)(6) 2003: device location in right tube appears-satisfactory. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger. That looks painful. Most recent follow-up information incorporated above includes: on 23-mar-2018: content from plaintiff fact sheet (social media) received. Event outcome for intestinal gas was updated to not recovered not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ severe stabbing pelvic pain at point of right coil/ovary'), embedded device ('embedded within each fallopian tube'), autoimmune disorder ('autoimmune issues'), porphyria ('porphyria diagnosed'), autoimmune thyroiditis ('hashimoto's thyroiditis'), coeliac disease ('celiac disease') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. E0684-02,rd0025204-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since (B)(6) 2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("fisrt pregnancy"). In 2008, the patient experienced porphyria (seriousness criterion medically significant). In 2011, the patient experienced polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), flatulence ("still dealing with intestinal gas"), hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder (seriousness criterion medically significant), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection, chronic uti"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), painful hips ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), knee pain ("knee pain"), abortion spontaneous (seriousness criterion medically significant), adverse event ("mine gets that big if not bigger.that looks painful"), carpal tunnel syndrome ("carpal tunnel syndrome"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), fatigue ("chronic fatigue"), dyspareunia ("pain with sex"), adenomyosis ("possible adenomyosis"), milk allergy ("dairy sensitives"), food allergy ("egg sensitives"), dysgeusia ("metal taste and burning stuck in my mouth"), ear pruritus ("inner ear annoying itching"), headache ("headaches"), nausea ("nausea") and vertigo ("vertigo") and underwent surgery ("I am 11 days post op/I cleared the surgical had by day 6"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), ibuprofen and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary and total laparoscopic hysterectomy with right salpingo- oophorectomy and left salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the embedded device, surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, painful hips, migraine, back pain, neck pain, knee pain, abortion spontaneous, pregnancy with contraceptive device, adverse event, carpal tunnel syndrome, depression, anxiety, irritable bowel syndrome, fatigue, adenomyosis, milk allergy, food allergy, dysgeusia, ear pruritus, headache, nausea and vertigo outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, carpal tunnel syndrome, coeliac disease, depression, dysgeusia, dyspareunia, ear pruritus, embedded device, fatigue, fibromyalgia, food allergy, general physical health deterioration, hair growth abnormal, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, mental disorder, migraine, milk allergy, nausea, neck pain, onychoclasis, painful hips, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection, vertigo and knee pain to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages (cases (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: results: bilateral follicular ovarian cysts. Hysterosalpingogram - on (B)(6) 2001: results: bilateral tubal occlusion. Pregnancy test - in 2000: results: negative; in (B)(6) 2007: results: positive. X-ray - on (B)(6) 2003: results: device location in right tube appears-satisfactory. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger.that looks painful. Lots number e0684-02 ; rd0025204; rd0022403; e0753 are not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- case become medically confirmed. Event embedded device was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), surgery ("I am 11 days post op/I cleared the surgical had by day 6"), porphyria ("porphyria diagnosed"), autoimmune thyroiditis ("hashimoto's thyroiditis"), coeliac disease ("celiac disease"), pregnancy with contraceptive device ("fisrt pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient (gravida 2, para 1) who had essure (ess205) (batch no. E0684-02; (B)(6) (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included knee pain, gravida I, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included loop electrosurgical excision procedure (pre-cancerous lesion) since (B)(6) 2012. On (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgery (seriousness criterion medically significant), flatulence ("still dealing with intestinal gas"), polycystic ovaries ("polycystic ovary syndrome") with adnexa uteri pain and hormone level abnormal, hypersensitivity ("allergic reactions; cigarette allergy"), autoimmune disorder ("autoimmune issues"), alopecia ("thinning hair"), onychoclasis ("brittle nails"), hair growth abnormal ("unwanted hair growth"), fibromyalgia ("fibromyalgia") with pain, allergy to chemicals ("chemical sensitivities"), general physical health deterioration ("destruction of my normal, happy, active life"), porphyria (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) with gluten sensitivity, urinary tract infection ("urinary tract infection"), allergy to metals ("allergic to nickel") with pruritus and rash, mental disorder ("essure caused or psychiatric and psychological condition"), menorrhagia ("heavy menstrual cycle"), abdominal pain ("right sided persistent pain /cramping/ right lower abdomen pain/ persistent aching burning, itching pain"), the first episode of arthralgia ("hips pain"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), the second episode of arthralgia ("knee pain"), abortion spontaneous (seriousness criterion medically significant) and adverse event ("mine gets that big if not bigger.that looks painful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with cilest (ortho cyclen), ibuprofen (advil) and surgery (total hysterectomy removing uterus both fallopian tubes and right ovary). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, allergy to metals, menorrhagia and abdominal pain had resolved, the surgery, hypersensitivity, autoimmune disorder, onychoclasis, hair growth abnormal, fibromyalgia, allergy to chemicals, general physical health deterioration, porphyria, autoimmune thyroiditis, coeliac disease, mental disorder, migraine, back pain, neck pain, the last episode of arthralgia, pregnancy with contraceptive device, abortion spontaneous and adverse event outcome was unknown, the flatulence had not resolved and the polycystic ovaries was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, flatulence and surgery with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, autoimmune disorder, autoimmune thyroiditis, back pain, coeliac disease, fibromyalgia, general physical health deterioration, hair growth abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, neck pain, onychoclasis, pelvic pain, polycystic ovaries, porphyria, pregnancy with contraceptive device, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: right and left tubalostia were identified. Bilateral stop devices were placed with a trailing portion of the device on both sides being between 5 and 10 mm. The patient tolerated the procedure well. She had another 2 pregnancies with miscarriages (cases (B)(4)) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on (B)(6) 2002: bilateral follicular ovarian cysts. Hysterosalpingogram - on (B)(6) 2001: bilateral tubal occlusion. Pregnancy test - in (B)(6) 2007: positive; in 2000: negative. X-ray - on (B)(6) 2003: device location in right tube appears-satisfactory . ¿concerning the injuries reported in this case, the following one/ones were reported via social media: still dealing with intestinal gas (not recovered); I am 11 days post op/I cleared the surgical had by day 6¿. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: mine gets that big if not bigger.that looks painful. Most recent follow-up information incorporated above includes: on 18-jun-2018: quality safety evaluation of product technical complaint. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.